Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of a 58.4 mm in diameter fusiform abdominal aortic aneurysm. The proximal aortic neck measured 24.3mm in diameter to 25.2 mm in diameter along a 11.6mm length. The angle between the proximal aortic aneurysm neck and the supra-renal aortic axis measured 9 degrees. The angle between the proximal aortic aneurysm neck and the main axis of the abdominal aortic aneurysm measured 26 degrees. There was mild proximal aortic neck thrombus and calcification. There was moderate calcification and no thrombus present at the proximal aortic neck. It was reported that, approximately 22 months post index procedure, a CT revealed that the endurant stent graft had a possible proximal type I endoleak or a possible type iia endoleak. The investigator was unable to definitively determine the endoleak type. The event was assessed by the investigator to not be serious and no action was taken. The event was assessed by the investigator to be related to the device and not related to the procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, disease progression appears to be the most likely cause. Pre-implant CT¿s revealed that the proximal neck was conical-shaped measuring 24mm in diameter just below the lowest left renal artery, and 10mm lower was 31mm. The neck was extensively calcified. CT¿s returned during the implant duration revealed that the aui had maintained its position ~5mm below the lowest left renal artery. During implant the proximal seal diameter of the aui increased from 27 ¿ 37mm, and this lack of radial apposition at the proximal seal had led to a likely proximal type I endoleak which was seen at the most recent 21 month post-implant CT. In addition, thrombus of unknown cause was observed around the inner wall of the aui; the flow lumen diameter ranged from 20 ¿ 14mm within the aui tapered region, and measured 11mm ID within the iliac limb. No thrombus was seen within the iliac region or distal to the stent graft, and no stent graft kinks or compression was observed. Disease progression (neck dilatation) from implanting within the short, calcified, and conical-shaped neck, and all likely contributed to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the 24 month CT showed the endoleak still present, however it was unable to determine if type ii or type ia. No increase in aneurysmal sac size and no intervention performed for endoleak. If information is provided in the future, a supplemental report will be issued.